Event description:
During a laparoscopic cholecystectomy the surgeon found a tear in the outer gasket of the 355ld and it leaked throughout the case. A grasper had been placed through the device during the procedure. A second device was opened to complete the case. There was no consequence to the pt. The device came from a kit, fdc39, lot #j45k7c.